Manufacturer narrative:
Product analysis: two dislodged stents were received for analysis tangled together. Deformation and stretching was evident to the struts of both stents. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one 3.0 x 22 mm onyx frontier coronary drug eluting stent (des), stent dislodgement occurred during removal following failed delivery. The target lesion was located in the proximal circumflex (cx) artery which exhibited 80% stenosis, moderate tortuosity, severe calcification with heavy calcium present. Initially, a 6f ebu 3.5 launcher guide catheter was used to engage the left coronary artery. A non-medtronic wire was advanced into the distal left anterior descending artery (lad), and angioplasty was performed using a 2.5 x 12 mm non-medtronic nc balloon inflated to 12 atm for 26 seconds. The balloon was removed intact, followed by ivus images which were obtained using a non-medtronic ivus catheter. Based on ivus images, the decision was made to use a 2.5 x 12 mm shockwave balloon for 3 passes. Next, the shockwave balloon was removed and a 2.5 x 15mm onyx frontier stent was deployed successfully in the distal lad after being inflated to 16 atm for 33 seconds. Post dilation was performed using a 2.75 x 12 mm balloon inflated to 18 atm for 33 seconds and 20 atm for 14 seconds. The balloon was removed intact and ivus was repeated, demonstrating a well-expanded, well-apposed stent without stent edge dissection. Final angiography demonstrated well-expanded stent without stent edge dissection, no guide dissection, no distal wire perforation, timi 3 flow, and 0% residual stenosis. Next, attention was turned to the first obtuse marginal (om1) branch. The non-medtronic wire was pulled back and directed down the lcx into the distal om1. Next, a non-medtronic ivus catheter was attempted to advance into the lcx but was unsuccessful due to the acute angle of the lcx and the stent edge present at the bifurcation of the distal left main. The lesion was pre-dilated. A 2.5 x 12 mm balloon was advanced into the om1 and inflated to 16 atm for 32 seconds, 16 atm for 14 seconds, and 18 atm for 23 seconds. The balloon was removed intact and ivus was re-attempted but again unsuccessful. A second balloon angioplasty was performed using a 3.0 x 12 mm non medtronic nc balloon inflated to 12 atm for 20 seconds. The balloon was removed intact, followed by an attempt to advance a 3.0 x 26mm onyx frontier stent, however, this was unable to cross the lesion. The 3.0 x 26mm onyx frontier stent was removed prior to inserting a 3.0 x 22 mm onyx frontier stent. An attempt was then made to pass a 3.0 x 22 mm onyx frontier stent, which was complicated by loss of stent at the left main bifurcation. The 3.0 x 22 mm onyx frontier stent was inspected prior to use and negative prep was performed with no issues noted. The patient had a previously deployed onyx frontier stent from another procedure approximately 2 years prior. The device did pass through the previously-deployed onyx frontier stent. Resistance was encountered when advancing the 3.0 x 22 mm onyx frontier stent. When attempting to deliver the stent, it was only possible to push the stent half way into the target area. Resistance was noted during withdrawal of the 3.0 x 22 mm onyx frontier stent but no excessive force was used. While trying to remove and pull back the stent into the 6f launcher guide catheter, the stent was stripped off the balloon and was stuck in between the previous deployed stent struts and the heavy calcified area. After several attempts using two types of snare devices, and by up sizing the launcher from a 6fr to an 8fr, the dislodged 3.0 x 22 mm onyx frontier stent was removed from the patient. Initially, a wire was maintained within the dislodged stent; however, after multiple attempts to snare the stent within the 6f ebu launcher guide, the wire was lost. The guide was then removed over a j wire, and sheath was upsized to an 8f non medtronic sheath. An 8f jl guide was then advanced to the undeployed stent hanging out of the left main, and an amplatz goose neck micro snare was used to capture the free edge of the stent and withdraw from the body via the guide. The 6fr launcher did not contribute to the 3.0 x 22 mm onyx frontier dislodgement. The previously implanted onyx frontier stent was believed to have contributed to the new onyx frontier stent dislodging from the balloon when trying to pull stent delivery system back into guide catheter. There was no damage/deformation noted to the previously deployed onyx frontier stent as a result of the interactions with the dislodged onyx frontier stent and it still remains implanted in the patient. During stent removal, the patient was put under anesthesia as the patient was moving around on the table and having unrelated pain. Angiography was performed at the end of the case, demonstrating no guide dissection, no stent fragments appreciated, and timi 3 flow in both distal lcx/om and its branches. All catheters, devices, and balloons were removed intact without further complication. Hemostasis was achieved using a fem-stop device. Following the procedure the patient was returned to holding for monitoring. No issues were noted with the launcher devices used during the procedure. It was also reported that the 3.0 x 26mm onyx stent became entangled with the 3.0 x 22 mm onyx frontier stent, however it is not known how this happened. It was stated that it was possible that the 3.0 x 26mm onyx stent came off the delivery system inside the 6f launcher guide catheter undetected when it was being removed after failing to cross the lesion and remained in the guide catheter until the 3.0 x 22 mm onyx frontier stent was captured by the snare and pulled back into the guide catheter. During the pullback of the snare system, the two stents may have become tangled up. No further patient complications have been reported as a result of this event.